Event description:
The customer reported that the system had an a/d channel error message. This error will prevent the system from booting up, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.